Event description:
Reportedly, the instrument did not staple or cut properly. The instrument and the tissue speciment could not be extracted. The surgeon had to resect another tissue portion and repeat the anastomosis. The procedure lasted a half hour longer than it should have. No pt injury.